Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, when the distal colon was removed, the staples were not well formed and the staple line was incomplete distally. The surgeon used sutures for ligation to stop bleeding.